Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant for tooth site #19 was dropped during surgery.

Manufacturer narrative:
This report is being submitted to relay additional information and corrected data from the initial report: 0001038806-2022-01446. The implant was reported in error. Corrected data: the implant report is being retracted because it was reported in error.

Event description:
Upon further review of this event, the driver did not engage with the implant properly. There was no malfunction/defienciency of the implant, therefore the implant was reported in error. This report is being submitted as a retraction to the initial report as the implant is not reportable. An additional medwatch report will be submitted via the driver.